Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an 810:11 was confirmed but not reproduced during product evaluation. This condition was due to the air in line board being out of calibration. The air in line printed circuit board was recalibrated to fix the reported condition. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.